Event description:
It was reported that the patient presented with incapacitating back and leg pain. Work up with an MRI revealed severe degenerative disk disease, foraminal spinal stenosis at l4-l5 and l5-s1. The patient underwent harvesting of right illiac crest bone graft, posterior lateral spinal fusion at l4 to s1, pedicle screw instrumentation from l4 to s1 and cage instrumentation of l4-5, l5-s1 using rhbmp-2/ acs. The bmp was soaked for greater than 15 minutes and was then cut in half. Local bone obtained from the laminectomy was morselized in a bone mill, tacked into the center of the bmp sponges which were then rolled onto themselves. The bmp/local bone composites were packed over the decorticated posterior elements in order to complete posterolateral arthrodesis from l4 down to s1. Reportedly, the patient's" post-operative period was marked by- the need for additional surgery, pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation".

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: (B)(6).

Event description:
It was reported that on (B)(6) 2009 the patient presented with the following pre-operative diagnoses: degenerative disk disease, spinal stenosis l4-5, l5-s1. The patient underwent the following procedures: (1) posterior lateral spinal fusion at l4 to s1. (2) transforaminal lumbar interbody fusion l4-5, l5-s1. (3) pedicle screw instrumentation l4 to s1. (4) cage instrumentation of l4-5, l5-s1. (5) right iliac crest bone graft. Indications: the patient is a (B)(6) woman who has had incapacitating back and leg pain. Work up with an MRI revealed severe degenerative disk disease, foraminal spinal stenosis at l4-5 and l5-s1. Per op notes: graft site was closed. Iliac crest autograft was packed into the anterior half of the disk space as well as into the cage. They used 30 millimeters width, 8 millimeters height cage at l5-s1, a 9 millimeters height cage was used at l4-5. The cages were impacted, rotated until a well center of both the ap and lateral planes. This completed the tlif and cage instrumentation at both levels. They decorticated the transverse processes of l4, l5 and the sacral ala bilaterally. Large rhbmp-2 kit was prepared according to the manufacturers instructions, reconstituted with bmp and soaked for greater than 15 minutes. It was cut in half. Local bone obtained from the laminectomy was morselized in a bone mill, tacked into the center of the rhbmp-2 sponges which were then rolled onto themselves. The rhbmp-2 local bone composites were packed over the decorticated posterior elements in order to completed posterolateral arthrodesis from l4 down to s1.